Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a bard-parker blade broke while in use during a procedure. The incident occurred at the user facility. No sample or photographic evidence was available for evaluation. No manufacturing lot number was provided for review. Bard-parker blade broke off in the patients shoulder. The blade fell off of the blade handle on insertion and then subsequently broke as the physician was attempting to retrieve it. Physician made another incision and was able to visualize the piece and retrieve it. Broken blade was recovered from the patient and was disposed of. Patient is doing well. A review of the device history record could not be completed. The most probable root cause could have been during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a "medio" blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by end user during surgery process could also cause blade condition. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Based on this information, no additional actions required. Device not available.

Event description:
Aspen surgical received a report from the distributor indicating that a bard-parker blade broke during a procedure. The incident occurred at the user facility. This report was filed in our complaint handling system as complaint #(B)(4).